Event description:
It was reported that the insulin pump gave an auto off alarm. It was also stated that the customer was in the hospital, and was experiencing high blood glucose levels. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.